Event description:
Cook fusion cytology brush was used to brush biliary duct to check for abnormal cells. The flexible tip of the brush broke off in the patients biliary duct. Brush was pulled out of scope and sent to cytology. Retrieval balloon was then used to go inside biliary duct and sweep out tip of brush. Forceps were used to grab the tip and pull it out of patient. Tip of brush was then packaged in its original package and sent to device manufacturer to be examined. Physician then did another sweep of the duct and did a cholangiogram to ensure there was no perforation of the duct. Manufacturer response for fusion cytology brush, (brand not provided) (per site reporter): unknown.